Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the printed ECG record and determined that the device use did not contribute to the patient outcome, as the heart rhythm at the time of the reported issue was asystole. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device may have unexpectedly lost power during a patient event. The patient did not survive the reported event. The heart rhythm at the time of the reported event was asystole.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. A review of the downloaded electronic patient records indicated the device charged defibrillation energy and subsequently power off. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The healthcare provider likely pressed the on/off button instead of the shock button, however this cannot conclusively be determined. Therefore, the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device may have unexpectedly lost power during a patient event. The patient did not survive the reported event. The heart rhythm at the time of the reported event was asystole.